Manufacturer narrative:
Clinical code: 4870 - aortic dissection - distal stent graft induced new entry tear reported. Impact code: 4625 - additional surgery - tevar performed. Medical device problem code: 2993 - adverse event without identified device or use problem - no device deficiency or problem reported. Component code: 4755 - part/components/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production records - a full device record review from raw material to finished product shall be performed to confirm that the device was manufactured to specification. 4109 - historical data analysis - a review of the last four years of thoraflex hybrid dsine complaints vs thoraflex hybrid sales (jan 2022 - jun 2026) produced a complaint rate of (B)(4). An increasing rate of dsine complaints was determined which shall be further investigated. 4112 - analysis of information provided by user / third party - patient scans have been requested for this complaint to assist in the investigation. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
As reported from the thor study (nct03414866). On post operative day 1 (on (B)(6) 2021), patient 029 had an adverse event of dsine (distal stent graft induced new entry) (on CT scan from on (B)(6) 2021 was a dsine detectable). Treatment of this adverse event included reintervention, tevar (thoracic endovascular aortic repair) -implantation on (B)(6) 2021. The event was considered resolved on (B)(6) 2021 and the patient continued in the study. Concomitant medications included: enoxaparin (clexane s.c.), acetylsalicylic acid (ass). The investigator considered the event of dsine as moderate severity and related to the thoraflex hybrid plexus device.